Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable due to the error 319. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a system fault code was present and indicated an issue related to axes controller platform (acp) 1. The customer first performed a hard restart of the patient side cart (psc); however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no additional ports added and the port incision site was not increased. There was no patient injury or harm. No patient demographics were available.